Manufacturer narrative:
Product has been received by manufacturer for evaluation, however, investigation report is incomplete at this time. A follow-up report will be sent when additional information is received.

Event description:
The event is reported as: while the device was in use with a #780-18 (neonatal heated dual limb circuit), a 3 inch flame appeared from the inspiratory limb directly where the wires exit the circuit. The patient had to be bagged while the circuit and heater were replaced. The infant was not harmed and remained on the ventilator, and was listed in fine and stable condition.